Event description:
During the esophagogastroduodenoscopy with barr-x, the physician performed two rounds of ablation. While attempting for the third ablation after reinserting the catheter, the barr-x machine showed communication error, reset, rebooted, unplugged the tools, reconnected, but unsuccessful to resolve the communication issue on the machine. The procedure is terminated. Patient tolerated with stable vital signs. Incomplete procedure with delay of the procedure time.